Event description:
On 06/05/1997, the facility's director, surgical services informed the manufacturer's (MFR) customer service representative that the infusion set which came with the kit was not completely sealed and as a result, the sterility of the infusion set was compromised. Another kit was opened to use the infusion set. No further details were provided at this time.